Event description:
It was stated that the customer was taken to the hospital a couple of weeks ago, due to high blood glucose levels. The date of hospitalization was not provided. The reported blood glucose reading at the time of the call was 150 mg/dl. The customer's wife asked to have the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.